Manufacturer narrative:
Date of event: unknown. Five potential lot numbers were provided for this incident. The information for each lot # is as follows: medical device lot #: 8165997, medical device expiration date: 5/31/2023, device manufacture date: 6/14/2018. Medical device lot #: 8179793, medical device expiration date: 2023-07-31, device manufacture date: 2018-06-28. Medical device lot #: 8179801, medical device expiration date: 2023-07-31, device manufacture date: 2018-06-28. Medical device lot #: 8165545, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-14. Medical device lot #: 8165536, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip the customer reported that there was no label information on the product. The following information was provided by the initial reporter: customer also claims 4 x 160 of product 309653 without labels on the product.

Manufacturer narrative:
Two (2) photos were provided by the customer for investigation. One (1) photo shows twelve (12) cubes which are not labeled. The cubes have been handled as they have been removed from the pallet and stretch wrapping has been removed. The second (2nd) photo shows cube which has been damaged. This cube is on a different pallet as it is labeled and still stretch wrapped. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued for batches 8165997, 8179793, 8179801 or 8165536. The DHR review revealed that on batch 8165545 it was noted that a label from the previous batch was placed on the door by the labeler as an extra resulting in a possible improper line clearance. Affected product cubes was statistically sampled and accepted as no other previous batch labels being found. Labels are applied to cubes of product to aid in the identification of the product inside. It was not noticed that the labels were missing when the product was wrapped and shipped to the customer.

Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip the customer reported that there was no label information on the product. The following information was provided by the initial reporter: customer also claims 4 x 160 of product 309653 without labels on the product.